Event description:
It was reported that patient presented to clinic for follow up and it was noted that the right ventricle (rv) lead exhibited noise over sensing. The noise was able to reproduce in-clinic. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.